Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic appendectomy, bad staple line on the appendicle stump. The staples did not close. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 8/20/2018. Batch # r57r8r. The analysis results found that the ats45 device, was received with the handle shrouds damaged and with a 6r45b cartridge loaded on the device, the reload was received partially fired 1/3, with no damaged on the lockout tab. In addition, two pictures were returned along with the device. Pictures provided were reviewed and no malformed staples were noted. Due to the condition of the device no functional test could be performed. Based on the pictures provided the event described of malformed staples could not be confirmed. It is possible that the damage on the shrouds was due to an improper handling of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.